Manufacturer narrative:
Initial reporter occupation: administrator/ supervisor - rn, mn,cns,ccrn service line nurse manager , cardiac surgery. Complete vent site address line 2: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The optical fiber was found to be broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.